Event description:
User facility medwatch report (#(B)(4)) received, stating: during attempt to pre-close the rfa (right femoral artery) with a perclose device, the perclose became stuck in the rfa [right femoral artery]. Both interventional cardiologist and CT (cardiothoracic) surgeon were unable to retrieve the device from the femoral artery and we called vascular surgeon on call to cut down the artery to retrieve the device. Subsequent to received medwatch report, additional information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the perclose prostyle plunger was deployed successfully. The prostyle footplate became stuck. After multiple attempts, the device could not be removed. A surgical cut down was performed and the device was removed with surgical suturing achieving hemostasis after the tavr procedure was completed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulty to close and entrapment could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated. D9 - device available for evaluation updated from returning to not returning.

Event description:
User facility medwatch report (B)(4) received, stating: during attempt to pre-close the rfa (right femoral artery) with a perclose device, the perclose became stuck in the rfa [right femoral artery]. Both interventional cardiologist and CT (cardiothoracic) surgeon were unable to retrieve the device from the femoral artery and we called vascular surgeon on call to cut down the artery to retrieve the device. Subsequent to received medwatch report, additional information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the perclose prostyle plunger was deployed successfully. The prostyle footplate became stuck. After multiple attempts, the device could not be removed. A surgical cut down removed the device with surgical suturing achieving hemostasis after the tavr procedure was completed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. User facility medsun report attached.